Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2008, the plaintiff was implanted with a monarc sling system "to treat her pelvic organ prolapse and stress urinary incontinence". It was alleged that the plaintiff "has experienced significant mental and physical pain and suffering, has sustained permanent injury", has "been forced to undergo additional medical procedures", and has had other injuries.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.